Event description:
Boston scientific received information that this patient with this pacemaker reported that the device went off and stopped working. The patient reported the device ¿blew off¿¿ and made a beeping sound. The patient was referred to the physician. Attempts to obtain additional information were unsuccessful. All available information indicates that this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.